Manufacturer narrative:
(B)(4). Architect multigent lithium assay ln: 8l25-01 lot#: ni. The investigation began with a review of the complaint text, which indicates the customer observed a discrepant lithium result of 3.2 mmol/l with two repeat results of 1.45 and 1.5 mmol/l. At the recommendation of abbott customer support, the operator replaced mixer 1. The mixer was not available for return. As documented in the customer's maintenance log, daily and weekly maintenance was performed on the date of the incident. The quality control, script, message history, pressure monitoring, liquid level sense, and result instrument logs did not contain meaningful data related to this issue. The verification diagnostic procedure, 3126 mixer vibration test, was not documented in the maintenance, script, or message history log; therefore, it could not be confirmed that the customer performed the troubleshooting procedure of replacing mixer 1. Based on the available information, the instrument logs could not confirm the customer's alleged issue and no product deficiency was found. A review of the complaint history for architect csystem sn# (B)(4) over the period of (B)(6) 2008 through (B)(6) 2009 was performed. The review did find two other complaints regarding erratic results that were resolved by additional customer training. The architect system operations manual ((B)(4) june, 2008) and the architect multigent lithium reagent package insert (B)(4) contain adequate information to address the customer's issue. A malfunction of the system was not identified and after the component replacement of mixer 1, the instrument has been performing as intended. This is a final report.

Event description:
The customer states that one patient sample generated an initial architect lithium assay result of 3.2 mmol/l. The sample was retested with results of 1.45 and 1.5 mmol/l. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is a final report.

Manufacturer narrative:
Architect multigent lithium assay lot#: ni. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.